Manufacturer narrative:
The intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed residues of viscoelastics on the lens optic body and loose particles compatibles with handling the lens out of the sterile environment. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted and then removed within the same procedure due to patient's capsule not supporting the lens. The event was not a product quality issue. It was all due to the condition of the patient's eye. There was no injury post operatively. There was incision enlargement with sutures but no vitrectomy. No further information was provided.